Manufacturer narrative:
The device has been explanted and has been returned to (B) (4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient is suffering von waardenburg syndrome. She had an accident in december. The consequence was a wound over the implant (coil). The child refused to wear the implant from that point on till (B) (6) 2010. It was uncomfortable for her. The problem was investigated by med-el employees with testings and x-ray-> everything looks ok. They tried new fittings and the patient did not react even on 150% of mcls. The surgeon believed in damage to the housing, which he could see on an x-ray. Med-el employees informed, that they can't see a technical problem surgeon decided on revision. The patient was reimplanted (B) (6) 2010.